Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to a conductor fracture. The fracture was confirmed via fluoroscopy. It was reported there was no intrinsic sensing or capture. Pacing impedance measurements were also greater than 2,500 ohms. No additional adverse patient effects were reported.